Event description:
The customer reported to customer service that the housing on their power supply for their breast pump fell apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she stated the whole housing was in pieces. The front and back came apart and looks like the corners chipped apart. Customer also stated that one of the wires was disconnected. The customer stated there was no spark, fire, or smoke, and no injuries sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transform during shipping. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.